Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as bacterial (no further details). The patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics for the event. At the time of this report, the patient was not recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available as the reporter declined to provide any further information.